Event description:
Customer reported hospitalization due to high blood glucose. At the time of the emergency visit the blood glucose reading was 500 mg/dl. Customer had chest pains and vomiting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.